Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to car accident on (B)(6) 2019. The customer's current blood glucose was unknown. Reason of hospitalization is car accident. Customer reported insulin pump was in use at time of vehicular accident. Customer reported emergency medical treatment was required due to vehicular accident. The insulin pump will be returned for analysis.